Event description:
It was reported the patient is experiencing numbness in her left arm and chest wall along with incontinence. A CT scan of her head shoed no anomalies, but a CT scan of her thoracic region revealed nerve compression. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.